Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced elevated blood glucose, reaching 264 mg/dl. The patient stated they had noticed rising glucose levels over the past couple of hours and had changed their supplies approximately ten minutes prior to contacting support. The patient confirmed that they did not observe any issues such as leaking or bends in the tubing. The agent advised the patient to continue monitoring their blood glucose following the supply change and informed them that improvements might not be noticeable for approximately one to one and a half hours. The patient confirmed they would transition to manual insulin if the glucose level continued to rise and was instructed to disconnect from the device for at least two hours if manual insulin was used. The patient reported no ketone testing, no recent steroid injections, no need for professional medical intervention, and no immediate health effects such as dizziness or loss of consciousness. The patient was satisfied with the guidance provided, planned to continue monitoring, and would call back with any further questions. The agent planned a follow-up to ensure no additional issues occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.